Event description:
The reporter contacted animas on (B)(6) 2012 and stated that the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The reporter noted a tear in the keypad around the up and down arrows. The patient reportedly wore the pump in a case attached to a belt and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn around the down arrow button exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the down arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The up arrow and ok buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.